Event description:
A malfunction was reported on the pump by the caller, identified with the malfunction code malf 12. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance to reset the pump, which resolved the issue, and the caller was advised to contact support again if the malfunction recurs. The customer confirmed understanding of the instructions and continued using the pump.